Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects that came out of the suction mouthpiece due to a pinhole on the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects came out of the suction mouthpiece due to a pinhole on the channel tube. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.